Event description:
On (B)(6) 2021 patient underwent an acdf c7-11 with interbody cage, bma allograft and spinal implant removal. On (B)(6) 2021, returned to the operating room for adcf revision, hardware removal partial corpectomy, irrigation and debridement. Afb cultures are positive and pending confirmation of mtb.